Event description:
The account reported that they had several patient incidents with the electrosurgical unit (esu/generator). The esu's settings were forced or swift coag, effect 2 at 20 or 25 watts. The patients experienced some bleeding after the removal of polyps. The physician is very experienced with using our older generator icc 200 model.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The generator was found to be working as intended. Then a technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or attributed to the events. The reported settings used are typical/common for the procedure. Most likely there were many factors involved with the incidents. No conclusive determination as to the cause of the events could be made. However, more familiarity with the new equipment and its capabilities appears to be necessary to address the situation. Therefore, additional in-service/case work will be performed at the medical center. The customer is being notified of our findings. Note: unrelated to the reported trouble and to further meet the customer's needs, some upgraded/updated service work was performed on the esu. The customer has three (3) other generators which will also have the service work performed. No trends have been identified with these events. Erbe is now closing the file on these incidents.